Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads, missing reservoir tube o ring, stained address serial number label and cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of missing cracked pieces, o-ring that keeps popping out, and reservoir that is not staying in the pump. The customer's blood glucose level is unknown. The customer stated that the crack has been on the pump since the beginning of the summer, but the o-ring started about 3 weeks ago. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.